Event description:
The customer reported that the system had mixed pt data. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.